Event description:
Two stnas were using the hoyer lift. One stna pumped the lever on the hoyer to raise resident high enough to get her over the side of the geri chair. One stna pulled the hoyer but while the other stna moved the chair away from the bed. While the stna was moving the hoyer to line it up with the bed, the piece from the top of the lift broke off causing the resident fall to the floor.